Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint "bipolar function was not working properly" was confirmed. The fenestrated bipolar forceps instrument was tested for electrical continuity and it failed. The housing was removed for inspection and the instrument was found with the conductor wire to be broken at the proximal main tube. Based on the information provided at this time, this complaint is being reported due to the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument bipolar function was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the fenestrated bipolar forceps instrument was not cauterizing correctly. The customer used a backup instrument to continue with the procedure.